Manufacturer narrative:
Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. It is presumed that it was caused by external stress or contact with some object during handling, because the internal parts of the chipped part were disturbed. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that a rubber of bending section was elliptically missing. The length of the missing part is about 5 mm and the width is about 3 mm. A rubber fragments may remain in the patient's body. There was no report of patient injury associated with the event.